Event description:
It was reported that this lead was surgically abandoned due to noise. The physician determined that reprogramming was not sufficient and there was concern for potential inappropriate therapy. A new device was implanted. No additional patient effects were reported.